Manufacturer narrative:
(B)(4). The investigation revealed that during the field service engineer visit, he mounts checked the screws on the cover of longitudinal carriage and noticed they had come loose. A new screw was inserted and the rest on the panel were tightened.

Event description:
The customer reported that there was a problem with a cover at the ceilina mount.